Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged data log corruption malfunction was verified. The alleged reset malfunction could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. There was no reported impact to the customer's blood glucose level. Troubleshooting determined a pump reset likely occurred. Reportedly the customer had manual injections as alternate insulin therapy.